Event description:
It was reported, that the customer received a continuous glucose monitor error 42. The pump was reset. Additionally, it was reported, that the customer experienced a blood glucose (bg) level of 53 mg/dl. The pump log was reviewed. And it was found, that the customer request and confirmed multiple manual boluses leading to the low. The customer¿s spouse provided the customer orange juice to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not deliver a bolus until you have reviewed, the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can change the amount of insulin before you deliver your bolus. H3 other text: device not returned.